Event description:
It was reported through remote transmission that non-sustained rv oversensing episodes were observed on the right ventricular channel. Patient was asymptomatic. Programming changes or patient monitoring was recommended. Subsequently, a week later, non-sustained rv oversensing was observed due to post-paced t-wave oversensing on the right ventricular channel. The event was again reported trough remote transmission. Patient was asymptomatic and did not receive therapy during the oversensing. Programming changes were made during device check. Patient is in stable condition.